Event description:
It has been reported that the z rotation potmeter was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the z rotation potmeter was defective. Review of system log file does not contain ¿potmeter¿ related malfunction. To resolve this issue, fse replaced the defective z rotation potmeter with a new one. And did calibration. After replacement of new z rotation potmeter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.